Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during an implant procedure, the patient experienced asystole while inserting the right ventricular (rv) lead. This rv lead exhibited high capture thresholds and high pacing impedance measurements ranging from 1300 to 1600 ohms. The physician tried to unscrew and repositioned this rv lead three times but the patient was in asystole and the screw was not visible in the patient after turning the screw. This rv lead was implanted and the lead impendence was stabilized. The patient is pacemaker dependent. The patient was transferred to the intensive care unit for close monitoring. No additional adverse patient effects were reported. This rv lead remains in service.